Manufacturer narrative:
The received device had the cannula assembly deployed; the pink slide was moved forward and the formed needle was fully retracted. The downloaded data showed that the device successfully completed both priming sequences, delivered a few boluses, and was deactivated at 189 pulses. No evidence was found that would prevent the needle mechanism from deploying as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.